Manufacturer narrative:
Product support tested a positive control sample on profiler (B)(4) ((B)(4) was unavailable for testing). Observations are for tni recovery. No false negative or low bias in tni recovery were observed with the positive control sample. No discrepant results, false positives, or high bias in tni recovery were observed with any sample. The package insert for the triage cardiac devices states that the clinical cut off for troponin I (tni) is 0.40ng/ml. All values obtained by the customer were below 0.20ng/ml. Based on the claims specified in the package insert no positive tni results were observed. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrence. (B)(4).

Event description:
Caller reported possible (B)(6) troponin I (tni) result on triage carioprofiler kit vs. Laboratory (B)(4). According to data received from the customer, this patient had anxiety and was discharged from the emergency room. The triage tni result was (B)(6) while the lab result was negative. The patient's diagnosis: depression. No further patient information was provided.